Event description:
Allegedly nurses aid was unassisted during transfer of patient, legs of the lift were not spread, although death was alleged no specifics were reported.

Manufacturer narrative:
(B)(4). Initial (B)(4) issued mfg report #3004493922-2012-00050. Additional information has been received on this incident. An invacare attorney and expert engineer traveled to the (B)(6) office to gather more detail on this incident and conduct an evaluation of the lift involved. It was reported to them the incident occurred at (B)(6) where the patient was being transferred from her bed to a wheelchair by a nurses aid. The patient fell to the ground sustaining injuries which ultimately resulted in her death. The cna reported to the ag she was transferring the patient by herself with the legs not spread when the lift "flipped forward" and the patient came loose and fell. When first aid responders arrived, they stated the lift was not tipped over and the patient was lying with her leg partially on the lift. Both the ag's office and the facility maintenance department evaluated the lift and sling. Both found the lift to be working properly. The sling showed some signs of wear but no tears with loops fully intact. The invacare expert engineer found several missing hanger bar latches and a bolt on the spreader bar rod had been replaced. The expert functionally tested the lift with a (B)(4) test dummy and attempted different scenarios to force the sling to slip. The lift functioned properly and he was unsuccessful in getting the sling to slip no RMA has been initiated for this issue. Model rpl450-1, (B)(4) is 4 years 6 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Nursing home resident's death is being investigated by the (B)(4) office. The patient, an (B)(6) female, whose medical condition, stability and medication regimen are unknown, was allegedly being transferred from her bed to a wheelchair. The certified nurse's aide involved admits that she did not operate the rpl450-1 lift according to her training, including not operating with the assistance of another person and without extending the legs for greater stability. On (B)(4) 2012, . Attached to the (B)(4) report were several photos'. Some photos were forwarded to (B)(4). The balance of the photos were considered to be redundant.

Event description:
Allegedly, nurse's aid was unassisted during transfer of patient, legs of the lift were not spread, although death was alleged no specifics were reported.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is 4 years 6 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Nursing home resident's death is being investigated by the new york state attorney general's office. The patient, a (B)(6) female, whose medical condition, stability and medication regimen are unknown, was allegedly being transferred from her bed to a wheelchair. The certified nurse's aide involved admits that she did not operate the rpl450-1 lift according to her training, including not operating with the assistance of another person and without extending the legs for greater stability.